Event description:
The customer reported via phone call being hospitalized on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 400 mg/dl. The customer stated that she felt as if she was having a heart attack. She was wearing the insulin pump at the time of the event; after the 911 call, she was treated with insulin drip and fluids. She stated that the insulin pump had buttons that were not working properly and a blank display leading up to the event. She stated that she changed the battery, nothing happened, and then the insulin pump worked. The customer's blood glucose was 165 mg/dl at the time of the blank display. The customer stated that when she entered the blood glucose, the numbers scrolled after the button was released. She did not observe any significant events leading to the keypad issues. She was advised to discontinue use of the device, revert to a back-up plan, and replace the insulin pump. She declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.